Manufacturer narrative:
Inspection of the device found a tear in the soft cannula. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. An audible beep was not heard upon downloading the device. The piezo, piezo springs, kill switch, and pcb were all inspected and no defects were found. The device generated an 0x18 alarm, indicating the reservoir was empty. Inspection of the device confirmed that the reservoir was empty. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient also reported experiencing a pod alarm. As treatment, a manual injection of insulin was delivered.